Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Additional information: (B)(4).

Event description:
It was reported that on (B)(6) 2011: the patient underwent MRI of the lumbar spine. Findings: right sided interforaminal disc/osteophyte complexes at l4-5 and l5-s1 with encroachment upon the exiting right l4 and l5 nerve roots bilaterally; diffuse facet joint osteoarthritis from l3-4 to l5-s1 greatest at l3-4 and l4-5. (B)(6) 2011: the patient presented with pre-operative diagnoses of lumbar spondylolisthesis and post laminectomy syndrome. The patient underwent the following procedures: l2-s1 lumbar laminectomy, bilateral partial facetectomies, and foraminotomies; l3-4 and l4-5 tlif and l3 to l5 posterior fusion using the clickx pedicle screw system from synthes spine; iliac crest bone marrow aspiration. Per the op notes, a 11m lordotic spacer was gently tapped into place at the l3-4. Behind it, rhbmp-2/acs sponges along with morselized local autograft bone was packed. Fibrillar sponges were placed over the annulotomy. At l4-5, a 11 mm lordotic spacer was gently tapped into place at l4-5, as far anteriorly as possible. They then packed morcellized local autograft bone with rhbmp-2/acs sponges behind it. Fibrillar was used to cover the annulotomy. The posterolateral gutters were decorticated and the synthes chronos strip was laid over the decorticated bone along with rhbmp-2/acs and morcellized local autograft bone. No patient complications were noted. (B)(6) 2012: the patient underwent MRI of the cervical spine. Findings: multi-level severe degenerative cervical disc disease and left sided severe facet arthropathy; multi-level uncovertebral hypertrophy; multi-level central canal stenosis most severe at c3-4; multi-level bilateral neuro-foraminal stenosis at several levels severe. (B)(6) 2012: the patient presented with MRI results that showed multi-level severe degenerative disk disease in the cervical spine with facet osteoarthropathy. The patient reports hand numbness and lower back pain with left radiculopathy. Impression: chronic lower back pain with left radiculopathy post fusion; chronic pain syndrome; chronic opiate usage; depression; lumbosacral muscular strain; cervical degenerative joint disease with possible radiculitis. (B)(6) 2012 : the patient underwent x-rays that show no malalignment or acute boney abnormality. The patient reports pain in the lower back radiating to both lower extremities. Impression: exacerbation of lower back pain with left radiculopathy improved; chronic pain syndrome; chronic opiate usage; depression; lumbosacral muscular strain; cervical degenerative joint disease with possible radiculitis. (B)(6) 2013 : the patient presented with increased pain in the lower back with muscle spasms on the left lower extremity and increased pain for a month. The patient uses a cane for ambulation and reports left leg weakness. Impression: lower back pain with left radiculopathy; chronic pain syndrome with opiates usage; depression; lumbosacral muscular strain; chronic lower back pain post fusions. (B)(6) 2013: the patient underwent x-rays of the lumbar spine. Findings: anterior discectomywith anterior and posterior spinal fusion from l3-5 with laminectomies and mild l1-2 degeneration. (B)(6) 2013: the patient presented for follow up. Her x-rays of the lumbar region showed post laminectomy changes, mild degenerative disk disease at l1-2. The patient still reports some back pain and uses a cane for the ambulation. Impression: chronic lower back pain with left radiculopathy; chronic pain syndrome with opiates usage; depression; lumbosacral muscular strain; chronic lower back pain post fusion. (B)(6) 2013 : the patient presented with bilateral leg weakness and must use a walker to ambulate. The patient also reports neck pain with bilateral upper extremity numbness. Patient's MRI of the cervical spine shows multiple severe degenerative disk disease with severe facet osteoarthropathy. Impression: chronic lower back pain with left radiculopathy; chronic pain syndrome with opiates usage; post laminectomy syndrome; depression: cervicolumbar muscular strain; questionable cervical degenerative joint disease with radiculitis. (B)(6) 2013: the patient underwent emg and nerve conduction studies. Summary: abnormal electrodiagnostic study with findings for a significant primarily chronic left>right l5 radiculopathy with lingering left sided sub-acute components with a decrease in the number of functioning motor units and rapid firing, as well as mild chronic bilateral s1 radiculopathy if not also a very mild l4 radicular change absent any active components. There is doubt for a significant generalized peripheral neuropathy nor lumbosacral plexopathy or true sciatic neuropathy, the bilaterally absent "h" reflex is a non-diagnostic finding but explained by suspicion for s1 radicular change. (B)(6) 2013: the patient presented for follow up. Impression: chronic lumbar radiculopathy; chronic pain syndrome with opiates usage; post laminectomy syndrome; cervical lumbar muscular strain; depression. (B)(6) 2013: the patient presented for follow up stating she was a victim of a sexual assault that increased her pain. She reports lower back pain radiating to the left lower extremity. Impression: chronic lumbar radiculopathy; chronic pain syndrome with opiates usage; post laminectomy syndrome; depression. (B)(6) 2013: the patient presented for follow up stating that physical therapy made her pain worse. Impression: chronic lumbar radiculopathy; chronic pain syndrome with opiates usage; post laminectomy syndrome; depression. (B)(6) 2013: the patient presented for follow up with pain level down to 3/10. The patient has mild pain in the lower back and left lower extremity. Impression: chronic lumbar radiculopathy; chronic pain syndrome with opiates usage; post laminectomy syndrome; depression.